Manufacturer narrative:
(B)(4). Dexcom labeling indicates: during the warmup period, neither device will provide any sensor glucose readings. Your sensor glucose readings begin after the two-hour sensor warmup has passed and you entered the initial two calibration bg values into either the smart device or the receiver.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they experienced a low event during the sensor session warm up. The patient¿s wife found the patient unresponsive and called 911. She had the patient drink orange juice and when the paramedics arrived, they took a finger stick reading and the patient¿s blood sugar was reading 40 mg/dl. The patient was treated with sugar gel and instructed the patient¿s wife to make the patient a peanut butter and jelly sandwich. The paramedics left once the patient as in stable condition. At the time of contact, the patient was recovering. No additional patient or event information is available.